Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to contact support if the issue reappeared. The customer understood the instructions.